Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool smarttouch sf and the patient experienced a cardiac perforation that required a pericardiocentesis. A cardiac perforation and pericardial effusion occurred during the procedure and while mapping the right ventricular outflow tract and was confirmed using intracardiac echocardiography (ice). The patient's blood pressure had dropped after noticing the pericardial effusion. The medical intervention performed was a pericardiocentesis. The procedure was aborted. No ablation had been performed, but the thermocool smarttouch sf ablation catheter was being used for mapping. The patient's last known status was stable condition. All biosense webster, inc. Catheters (thermocool smarttouch sf, ice catheter, decanav catheter, soundstar catheter) and vizigo sheath were inside the body at the time of the event. Additional information was received on 18-feb-2025. The patient was monitored overnight. The physician believes the adverse event was caused during the mapping portion of the procedure. No transseptal punctures were performed during the procedure. No errors were observed on the carto 3 system although they occasionally saw high force values. No malfunctions were experienced with the thermocool smarttouch sf catheter during the procedure. Additional information was received on 05-mar-2025. The high force values displayed on the catheter were accurate.